Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va13hck, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said two weeks ago she got a shock in her back and it went down her lower leg. She was in the store pushing a basket and it shocked her. Then it didn't' seem like it was working and so she turned the stim up to see if she could feel it. She could feel it because it started hurting. Patient then shut it off for 24 hours. She then turned it back on and felt pain in a different area. The patient has a lot of scar tissue in the pelvic area and she has the device to help with pelvic floor pain. Patient said the device was working up until two weeks ago. Patient said it felt like something cutting her inside like a knife since she was shocked the first time. Patient turned down the stim and she still had the pain. Patient tried different channels and it started shocking the lip of vagina and leg when she was on 1.9 volts. The patient has an appointment with the doctor and the rep on (B)(6) at 4pm, and they told her to call pats. Patient turned the stim on when on the call and she was at program 3 at 3.6 volts patient said it was hurting so she decreased it to 1.9 volts and she said that didn't hurt. Patient mentioned around the ins site there is discomfort if she press down around it. Also she said if she presses on the little incision on her back where the wire is she will get shocked. Patient said since she turned the stim back on while on the call she now has pain at the ins site. The patient was told turn off stimulation until meet with doctor. Patient said it is not that painful. Patient said she had no falls, accidents, or medical procedures around the time she had the shocking symptoms. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.